Event description:
It was reported the bd vacutainer® push button blood collection set experienced retraction issue - delay, needlestick injury-post use. The following information was provided by the initial reporter. The customer stated: "was used for a patient blood draw and the button depressed to retract the needle. When clinician gathered used needle to throw in sharps he was stuck and discovered that the needle didn¿t retract all the way." Additional information received 3/29/2021: (B)(6) 2021: customer response, - "mailing address: 1805 27th street portsmouth, oh 45662. Employee was involved in a dirty needle stick to the left thumb. Post exposure testing of hep c and hiv were performed with negative results on both."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced retraction issue - delay, needlestick injury-post use. The following information was provided by the initial reporter. The customer stated: "was used for a patient blood draw and the button depressed to retract the needle. When clinician gathered used needle to throw in sharps he was stuck and discovered that the needle didn¿t retract all the way." Additional information received (B)(6) 2021: (B)(6) 2021: customer response, - "mailing (B)(6). Employee was involved in a dirty needle stick to the left thumb. Post exposure testing of hep c and hiv were performed with negative results on both."